Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Prior to an unspecified procedure, during setup in the room, the scope's image became noisy and showed image disorder, and the endoscopic view could not be displayed normally. There were no reports of patient harm.